Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed extrinsic compression of the outflow graft due to tissue buildup between the outflow graft and outflow graft bend relief. (B)(6) was returned assembled with the driveline cut approximately 2 inches from the pump housing and the distal portion of driveline was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned detached from the pump. The sealed outflow graft and outflow graft bend relief were returned attached to the pump. A bend relief collar was present and secured with green suture. The outlet elbow was returned attached to the pump. Upon removal of the outflow graft bend relief, and a large accumulation of tissue was noted between the outflow graft and outflow graft bend relief. Upon removal of the tissue, the outflow graft was compressed in the areas of tissue buildup. The observed outflow graft obstruction could have contributed to the reported low flow alarms. Examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed or adhered depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Examination of all of the underlying wires under a microscope along with high potential testing did not reveal any insulation breaches that would have contributed to an electrical short. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 24oct2018. The heartmate ii lvas IFU rev. C is currently available. The IFU contains information regarding the preparation and attachment of the sealed outflow graft. This IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The IFU also explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a heartmate ii (hmii) to heartmate 3 pump exchange on (B)(6) 2021 due to no flow/occlusion of the hmii device. The hmii was to be returned for analysis.

Event description:
It was reported that the patient has had signs and symptoms of pump thrombus. Imaging shows partial occlusion of the outflow graft close to the bend relief connection. Providers were still deciding on proper course of action. Patient stable with occasional low-flows. The patient was being worked up for either exchange, stent or medical management.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.